Manufacturer narrative:
Pump received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector during visual inspect noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify down load anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the customer was unable to upload the insulin pump. Blood glucose was not provided at the time of the incident. Customer would like the device replaced. The insulin pump will be returned for analysis.